Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced ventricular tachycardia and the device delivered therapy appropriately. The device continued to deliver therapy when the rhythm was converted to a sinus tachycardia. Programming changes were recommended. The patient was stable after the event.